Event description:
It was reported that the device¿s charger was overheating, and a concern about potential impact to insulin integrity. A replacement charger was arranged by customer care agent. Investigation of this case revealed an accessory charging component issue consistent with an overheating charger, with no evidence of device alarms or patient harm. No adverse clinical symptoms or injury reported during the event. Outcomes included shipment of replacement supplies without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger accessory.